Event description:
It was reported that during a lap colon resection procedure the tissue pad was detached and fell into the pt. They removed it through the trocar. They used a second device to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 8/6/2008. Info is unavailable; device was not returned for evaluation.